Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient claimed they activated their implantable cardiac monitor with an activator, but there were no symptom episodes during interrogation. The physiologist tried in the clinic to activate the icm with two different activators, but they were only able to intermittently activate the device. The device was then interrogated with a programmer header and no symptoms were noted. The device was further interrogated without the header with the programmer and the symptom marker was present. The icm remains in use. No patient complications have been reported as a result of this event.